Event description:
Procedure performed: robotic laparoscopic cholecystectomy. Event description: additional information received on 18sep2025 from account manager via phone call: the distal tip of the trocar was displaced at a 90-degree angle. It did not fully fall off from the trocar. The obturator was damaged, but the cannula was fine. The procedure finished with using the cannula. There was no patient injury. The patient is fine. There was injury to the bowel but it did not require any attention. The bowel had a noticeable notch that was not there before the procedure. No intervention to the bowel was needed because there was not bleeding. The event date was (B)(6) 2025. The procedure was a robotic laparoscopic cholecystectomy. A 5mm scope was also used during the procedure. Additional information received on 23sep2025 from account manager via phone call: there were no pieces of the trocar that fell into the patient. It is unknown how many cannulas were inserted using the obturator prior to the incident. The break was identified during insertion. The trocar was inserted with a 10 and 2 twist. There was no difficulty during insertion. Additional information provided by applied medical account manager on 21nov2025: "I was performing a robotic cholecystectomy on a bariatric patient and used veress needle to blow up the abdomen. I then used the optical trocar to gain access, and the tip of the trocar broke off and the laparoscope entered the abdomen uncontrolled and created a mesenteric injury. I have noticed the optical trocars are not as smooth as the [competitor brand] ones. This is the first time I have experienced this." Intervention: finished the procedure with the cannula. Patient status: patient is fine. There was injury to the bowel but it did not require any attention.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a damaged obturator tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic laparoscopic cholecystectomy. Event description: additional information received on 18sep2025 from account manager via phone call: the distal tip of the trocar was displaced at a 90-degree angle. It did not fully fall off from the trocar. The obturator was damaged, but the cannula was fine. The procedure finished with using the cannula. There was no patient injury. The patient is fine. There was injury to the bowel but it did not require any attention. The bowel had a noticeable notch that was not there before the procedure. No intervention to the bowel was needed because there was not bleeding. The event date was (B)(6) 2025. The procedure was a robotic laparoscopic cholecystectomy. A 5mm scope was also used during the procedure. Additional information received on 23sep2025 from account manager via phone call: there were no pieces of the trocar that fell into the patient. It is unknown how many cannulas were inserted using the obturator prior to the incident. The break was identified during insertion. The trocar was inserted with a 10 and 2 twist. There was no difficulty during insertion. Intervention: finished the procedure with the cannula. Patient status: patient is fine. There was injury to the bowel but it did not require any attention.